Manufacturer narrative:
Unit unable to prime during the prime/a33 test due to faulty fsr. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported the customer received a compromised force sensor system alarm. The insulin pump also automatically restarts and demands the customer to rewind their insulin pump. Customer's blood glucose was 234 mg/dl. No additional information provided.